Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers family member reported via phone call that the customer experienced hypoglycemia. Customers blood glucose value was 40 mg/dl at the time of incidence. Customer sated they receive emergency medical services. Customer stated they was on the insulin pump at this time. The device will not be return for analysis.